Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was stuck in update mode. A technical support specialist found the device, checked the scheduled day and time settings, adjusted the device time, switched auto reboot from "no" to "yes," confirmed that managed mode was set to managed and requested to close the complaint file. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system became unresponsive while in update mode. The customer stated that there was a delay in the dispensing of the medication. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.